Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return; however, per the report, the catheters provided with this device were not used. The catheter used with this device came from the device involved with MDR 1037905-2019-00710. A complete evaluation was not possible because the catheter used with this device was not included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Blood was present on the exterior of the device. The unused catheters did not appear to contain any powder. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the device could not be confirmed as unable to spray in the evaluation, however this complaint is confirmed based on the user report. The report indicates that the device was unable to spray due to clogs created from blood in the catheter. The blood in the catheter was a result of the user applying suction to the catheter at the bleeding site, making this a case of use error. To assist the user, the instructions for use (IFU) state the following "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, use error [aspiration and touching catheters to blood] is considered the root cause and a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They used another manufacturer's hemostasis clips and they did not work. Then they went down [the endoscope] with the hemospray catheter and left suction attached [suction function on the endoscope]. The physician sucked up blood, causing the powder to back-flow into the hemospray handle [via the catheter, catheter clogged] [see related MDR 1037905-2019-00710]. The user thought the handle was defective so they tried again with a new, second device and a second 7 fr catheter. The physician then sucked up more blood, causing the powder to back-flow into the second handle as well [subject of this report]. No hemospray was successfully deployed and the procedure was stopped. The patient was in the intensive care unit and had already been intubated. The patient expired at some point during the night in the intensive care unit. The physician, nurse manager and technician acknowledged that what they did with the device was wrong and agreed to additional training. They do not consider the patient's death to be the result of a product malfunction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient expired.